Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips from lot # 9gpef01a, which gave a satisfactory performance.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00296.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose readings of below 20 mg/dl at 9:20 p.m. And 387 mg/dl at 9:21 p.m. On the contour next link 2.4 meter. The customer did not have symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.